Event description:
Information was received that smiths medical catheter was reportedly having issues with its sharpness. No patient injury resulted.

Manufacturer narrative:
50 unused 22x1 protectiv plus wing 3080 assemblies were returned for examination. Initial visual examination of the samples did not indicate any abnormalities that could cause the complaint. A total of 20 of samples were further evaluated per smiths standard test method for advancement and were found to be acceptable.